Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video processor was unable to detect the camera head and defective cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely there was no image displayed, and the video processor was unable to detect the camera head due to a defective cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited no image on the screen. The issue occurred during inspection for use. There were no reports of patient involvement.